Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The pump was found with moisture damage at the motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that the insulin pump was exposed to moisture. Customer stated that insulin pump had blank display because of insulin pump exposed to water in the pool. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 60 seconds and to insert new aa battery. Customer stated that spring was neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.